Event description:
Per the clinic, the device was explanted (specific date not reported) due to electrodes gradually switching off. The patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025 due to performance decrement and progressive loss of electrode function. Device analysis indicated device failure. Device analysis report attached.